Event description:
It was reported, "gap cage failure after implantation - metal plates had been sheared off completely".

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.